Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. One case report form was provided for review. The investigation is confirmed for the reported needle bent issue. According to the case report form, approximately three months post port deployment, patient was complained of pain upon flushing of needle. Subsequently, the port needle found to be bent and needle was replaced. Later, no pain upon flushing. The severity of the adverse event was mild and recovered/resolved. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 02/2022).

Event description:
It was reported that approximately three months eight days post port placement via internal jugular vein approach on the left chest, the patient had an adverse event of pain at the port site due to needle bent. It was further reported that the needle was replaced and the pain was recovered. The current status of the patient is unknown.